Manufacturer narrative:
It was reported that a new lead was implanted on (B)(6) 2023 and this lead remains inactive in the body. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported along with vf detection and aborted shock. The lead remains implanted. Should additional information be received, this file will be updated.